Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/28/2017 that on (B)(6) 2017 the receiver had intermittent audio output. M,reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. A manual test was performed and passed as sound was heard from the speaker. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.